Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that "during a lncs evaluation the customer commented the lncs neo sensor caused an indentation in the skin of a newborn. Where the cord meets the wrap of the sensor is not flat (like lnop) and is concerned about skin integrity". No known impact or consequence to patient.